Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 22.0 mmol/l, 15.0 and 10.0 mmol/l on the compact plus system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the another country.